Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead  impedance (pli) measurement greater than 2,000 ohms. The pli measurement was noted to be trending upward. A lead fracture was suspected but not confirmed. The physician increased sensing to 10 millivolts (mv) and then eventually programmed the device to doo mode to avoid oversensing. The patient was pacemaker dependent. An invasive procedure was performed in which the rv lead was surgically abandoned and replaced and the device replaced as well. The system is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation against the device was not confirmed.